Event description:
It was reported that the right ventricular (rv) coil and the superior vena cava (svc) coil impedance for the rv lead had both abruptly gone to more than 200 ohms. The lead was suspected to be fractured. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The rv defib impedance was steady at 41 ohms through (B)(6) 2014 then rises out of range (>200 ohms) starting (B)(6) 2014. The analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. (B)(4).